Event description:
(B)(4). Same case as 2134256-2010-00483. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The type c lesion being treated was a 3.00mm vessel diameter, lesion length 48.0mm, and percentage diameter stenosis of 90% in the moderately calcified mid right coronary artery (rca). The lesion was predilated with an unknown balloon. Then a 3.00x16mm and a 3.00x32mm taxus express2 stent were implanted a dissection occurred at each placement. The stents were placed without a gap and post dilated and visually confirmed that the stenosis was 0% post procedure. In order to treat the dissection a taxus express2 2.75x16mm stent was attempted to be placed but could not cross the lesion. The patient was discharged two days later with no complications.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is operational context due to anatomical/procedure factors. (B)(4). Device not returned for analysis.